Event description:
It was reported that the patient had the pump refill on the date of this report. A volume discrepancy was noted. The actual residual volume was 9 ml and the expected residual volume was 1.9 ml. The patient outcome was unknown. The pump was being used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was later reported there were no volume discrepancies in the history and patient does have left over drug if patient does not access all his boluses.